Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that there was no space for images. After reviewing the log file fse found there is a malfunction in frontal ip-pc. The fse found most likely caused by an image disk. Fse replaced the image storage disks and reloaded the ippc software. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's image disk was full, which would prevent imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.